Manufacturer narrative:
Device manufacture date: 11/2008. (Recall #)=2531779-03/24/2010/003-r. The pump was returned to animas and evaluated (B)(4) 2011. Investigation revealed the following: an "ezprime" operation was performed with no loss of prime warnings being duplicated, the pump passed the force sensor calibration, the units remaining in the cartridge were correctly calculated, and there are no alarms related to the complaint in the alarm history. The review of the pump's history download indicated that the loss of prime warnings were associated with zero force; there are no "no cartridge detected" warnings observed. The pump was opened after testing and a crooked oled display was observed and the force sensor flex pins are partially dislodged from the pcb sockets.

Event description:
The patient's mom reported insulin being pushed out of the cartridge during the prime step. There was no adverse event associated this complaint. This complaint is being reported because, the reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient.